Event description:
It was reported that the device exhibited an inappropriate measured battery data of 0.26 v, 10 ua, 5.6 kohms. An initial reading gave measured data as 2.76 v, 7 ua, 1.3 kohms.

Event description:
Helix remains in right atrium.

Manufacturer narrative:
Final analysis found the device to exhibit inappropriate measured data, due to an incorrectly set bit.